Event description:
It was reported that a malfunction occurred on the pump, although no notable events preceded this issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, and following this, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue happened again.